Event description:
Smiths medical has informed us of an event that there was leakage through the cuff an undetermined amount of time. The tube was replaced and no adverse outcome to pt. It is not known if the unit was pretested per the instructions for use. Event occurred at the hospital in other country.